Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy and red/raw rash under the back therapy electrodes of the lifevest. The patient also reported that the irritation felt like a burn and that it had blistered. The patient alleged that the device burned her. The patient removed the device and went to the emergency room to have the irritation checked. A physician stated that the irritation appeared to be a severe contact dermatitis. Follow-up indicated that the patient did not wish to have a field support representative visit and did not want further contact with the device. The outcome of the irritation is unknown.